Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after surgery, patient experienced an unexpected post op surprise outcome. The surgeon used a company lens and no cyl was noted prior to surgery including the argos measurement. The patient was 19 days post op and refraction showed +2d cyl. The vision was around 20/80. Additional information has been requested.